Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual evaluation of articular surface shows the signs of being implanted. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). The patient was noted to have been implanted sometime in 2014. Concomitant medical products: rotating hinge knee tibial plate, catalog #: 00588000600, lot #: unknown. Nexgen offset stem extension, catalog #: 00598802014, lot #: unknown. Nexgen straight stem extension, catalog #: 00598801215, lot #: unknown. Rotating hinge knee femoral component, catalog #: 00588001602, lot #: unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised for instability. No other patient consequences were reported.